Manufacturer narrative:
The mayfield series skull clamp (a3059) was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. The evaluation showed that the lock of the skull clamp had some movement. The unit needs repair, replacement of worn parts, general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the rotary on the mayfield composite series skull clamp (a3059) move after positioning the patient's head. The issue happened before the operation during the preparation with no patient impact. The event did not lead to increased surgery time, and the surgery proceeded normally.